Event description:
A report was received of an endosseous dental implant was explanted due to inadequate osteointegration. The dr reported that he used an old drill that could have been dulled, causing the drilled implant site to be too large for the implant.